Manufacturer narrative:
A visual and microscopic examination of the returned device revealed proximal stent damage. Some of the struts were misaligned. This type of damage is consistent with the device encountering some form of restriction during the withdrawal of the device. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.014 inch product mandrel was inserted through the lumen with no restrictions noted. No additional product analysis or external evaluations were performed. A labeling review identified that the device was not used per the taxus liberte directions for use (dfu). The complaint report states that the lesion was severely calcified and severely tortuous and had 90% stenosis with total occlusion. These could be potential contributing factors to the complaint incident. Heavily calcified lesions are contraindicated in the taxus liberte dfu. Also lesions involving arterial segments with highly tortuous anatomy are contraindicated in the taxus liberte dfu. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is operational context as the complaint is associated with a product that meets the boston scientific corporation (bsc) design and manufacture specification but due to the likelihood that the patient anatomy or other procedural factors encountered during the procedure performance was limited.

Event description:
It was reported that during a drug eluting stenting procedure, stent damage was reported. The lesion was located in the severely tortuous proximal left anterior descending (lad) artery. The lesion was 100% stenosed and very severely calcified. The taxus liberte 2.75 x 38mm stent was attempted to be advanced to the lesion and then withdrawn due to the severe calcification and total occlusion of the lesion. When the stent was removed from the patient, it was "stuck with the sheath." The physician observed proximal cell damage. The procedure was completed with a taxus liberte 2.75 x 38mm stent. No patient injuries or complications were reported. The patient's status is reported as "good."